Manufacturer narrative:
The complaint device was received and inspected. Visual observation under magnification of the broken anchor indicates that the tip is broken and the external geometry of the screw shows signs of damage confirming this complaint. There are nicks in the threads that could be caused during insertion. It is a possibility the tapping was off angle or excessive force was used while tapping causing the screw to break. Other than this possibility, we cannot discern a root cause for this failure. A DHR review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). Associated medwatch: 1221934-2014-10496, 1221934-2014-10497, 1221934-2014-10498, 1221934-2014-10499.

Event description:
The affiliate reported via email that the screw broken at the distal end during regular acl surgery. Additional information received via email from the affiliate on 08-18-2017: the breakage occurred while triggered both needle delivered simultaneously. The patient had normal bone quality. The surgeon used the original bone hole with next size of implants. The surgeon did not make an additional bone hole to complete the procedure. The breakage did not result in surgical delay of greater than 30 minutes or an inability to complete the procedure as intended, procedure was completed with competitor implants surgeon kept both implants inside ot. There were no procedural or patient anatomy factors which may have contributed to the breakage no surgical intervention is planned. A portion of the device remains in the patient no patient impact. Additional information from affiliate on 11/07/2017: our sales team has confirmed that the lot number of the complaint sample sent is the correct lot number to be considered (i.e. One device with product code: 231817 from lot: 3895391 & one device with product code: 231821 from lot 3898871).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Associated medwatch: 1221934-2014-10497, 1221934-2014-10498, 1221934-2014-10499.

Event description:
The affiliate reported via email that the screw broken at the distal end during regular acl surgery. Additional information received via email from the affiliate on 8-18-2017: the breakage occurred while triggered both needle delivered simultaneously, the patient had normal bone quality, the surgeon used the original bone hole with next size of implants, the surgeon did not make an additional bone hole to complete the procedure, the breakage did not result in surgical delay of greater, than 30 minutes or an inability to complete the procedure as intended, procedure was completed with competitor implants, surgeon kept both implants inside ot, there were no procedural or patient anatomy, factors which may have contributed to the breakage, no surgical intervention is planned, a portion of the device remains in the patient, no patient impact.